Manufacturer narrative:
The subject device was returned to the service center for evaluation. The device evaluation is still pending. In addition, further communication with the customer conveyed that the endoscopy support specialist came to site unit for preventative maintenance survey on april 08, 2021. Customer agreed for independent laboratory testing of the device. To date , the independent laboratory testing schedule has not yet been finalized. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported that the scope failed the culture test and found gram positive rods on the first test and staphylococcus species on the second test. The user sampled the biopsy, distal tip and elevator channel. The issue was found during the monthly surveillance testing. There was no patient infection and no user injury reported. Customer reprocessed the scope in a non-olympus automated endoscope reprocessing machine (medivator advantage with rapicide parts a&b disinfection solution).

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates. Communication with the customer conveyed the following information : the device was tested on 5/3/2021 & 5/13/2021. The device was taken out of service on the date it was first tested and never put back into service. Customer stated "we do not put a device back into service till we get a negative result. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the physical evaluation results of the device and independent laboratory test results, device evaluation and ess (endoscopy support specialists) facility site visit. The ess (endoscopy support specialists) performed the reprocessing in-service with the facility staff. Ess asked the staff/technician to show how they reprocess the scope and ess noted that maj-1888 brush was not used properly, meaning that the staff did not insert the brush under the elevator channel as stated on the ontrack form (24. Brush the forceps elevator recess:) ess performed reprocessing in-service with the staff that included hands on demonstration. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual and explained the importance of each which was acknowledged by all staff in attendance. The scope tjf-160vf serial number (B)(4) was sent to an independent laboratory for testing and evaluation. The scope¿s elevator wire channel tested positive for bacillus megaterium. The distal end and elevator mechanism, air/water channel and instrument suction channel are tested negative for any bacterial growth. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a physical device evaluation. A visual inspection on the received condition was performed. Stains inside the biopsy channel was observed. The biopsy channel was inspected with an olympus boroscope. The boroscope was inserted into the biopsy channel starting from the distal end side. Upon entry into the biopsy channel, two small brown stains were found. Additionally, scrape marks on the biopsy channel wall in multiple areas throughout were determined. The suction channel was inspected with the boroscope as well, and no anomalies were noted. The forceps elevator was fully manipulated in the up position, and no foreign substances were found behind the elevator. The video scope passed the cosmo leak test. This report will be supplemented accordingly following completion of final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. Based on the results of the investigation and information gathered ,though we cannot conclusively specify the cause of the reported event and phenomenon, the following are the presumed cause: it was presumed that the reprocessing steps conducted by the user was different from the steps recommended in IFU (instruction for use) which led to insufficient reprocessing. Contamination occurrence during culture sampling at the user facility. IFU states as follows: reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.